Event description:
Pt experienced severe nausea, vomiting, minor shortness of breath, and tiredness due to missed dose for 2 days; (B)(6) due to pump malfunction. No further info provided. Reported by pt. The reported product fault occurred while in use with a pt. The product issue caused or contributed to pt or clinical injury. Dose or amount: 84 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.